Event description:
The customer reported that a known b positive patient yielded a positive result with seraclone anti-a. The customer has returned the patient sample that had caused a false positive test result, but none of the supposedly defective product was returned. Therefore our quality control laboratory tested the retained sample of seraclone anti-a with the patient sample and could confirm the customer's weak positive reaction. The patient sample showed a mixed field reaction. Further testing of the sample also yielded in a positive reaction with cell o in reverse typing. These reverse typing's test results did not match the bloodgroup b the customer had reported. Additional tests of the sample were not possible, because the patient material was exhausted. For further tests, including a molecular abo typing, we will request another patient sample from the customer´s site. Testing by our quality control laboratory confirmed the allegedly defective lot of seraclone anti-a functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Event description:
The customer reported that a known (B)(6) patient yielded a positive result with seraclone anti-a. The customer has returned the patient sample that had caused a false positive test result, but none of the supposedly defective product was returned. Therefore our quality control laboratory tested the retained sample of seraclone anti-a with the patient sample and could confirm the customer's weak positive reaction. The patient sample showed a mixed field reaction. Further testing of the sample also yielded in a positive reaction with cell o in reverse typing. These reverse typing's test results did not match the bloodgroup b the customer had reported. Additional tests of the sample were not possible, because the patient material was exhausted. We requested a new patient sample from customer´s site for further serological tests and a molecular typing of the abo blood group. The customer informed us that it is not possible to obtain a new sample of the patient. Testing by our quality control laboratory confirmed the allegedly defective lot of seraclone anti-a functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.

Manufacturer narrative:
This is our final report on this incident.